Event description:
It was reported that during a bph surgical procedure "error codes 630, 302.13, 202.11 and 710" were noted. The procedure was postponed until after repair. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
System analysis/service repair on (B)(4) 2016: the reported issue of xps error codes was confirmed. The chiller was replaced and flow sensor was cleaned. The system was tested and verified to meet manufacturer's specifications.